Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The xience alpine everolimus eluting coronary stent system instructions for use states that the xience alpine stent system is indicated for improving coronary artery luminal diameter in de novo native coronary artery lesions and for treating de novo chronic total coronary occlusions. Use in the vein graft does not appear to have contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the unspecified guideliner met resistance with the stent delivery system during retraction; thus, dislodging the stent implant from the balloon. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
The procedure was to treat a moderately tortuous and moderately calcified vein graft. A 2.5 x 15 mm xience alpine stent was used; however, the stent came off the balloon when an unspecified guideliner was being pulled back and hit the stent delivery system. Therefore, another unspecified stent was implanted to embed the xience alpine stent into the vessel wall, and successfully complete the procedure. There was a delay in the procedure; however, the delay was not clinically significant as there was no adverse patient sequela reported. No additional information was provided.